Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was below 54 mg/dl, and the meter bg reading was 630 mg/dl. The customer went to the emergency room (ER) with an elevated blood glucose (bg) level above 630 mg/dl. Customer was treated with an intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved. System check with tandem technical support confirmed the pump was functioning as intended.